Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized for another indication. It was further reported the date of the peritonitis onset could not be confirmed before or after the initial hospital admission (for the other indication). At the time of this report, the patient outcome was unknown and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.